Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection determined that the heater wire was flexed away from the hot jaw and was detached at the tip. Charred blood and tissue was observed on the jaw. The wire remained in place at the base of the jaws. Based on he return condition of the device, the reported failure was confirmed for the failure mode "heater wire- detached" specific actions for this failure mode are being managed and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 metal blade lifted off the bottom jaw. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. Dr (B)(6) was using the device. He is very familiar with its use. The metal blade lifted off the bottom jaw. There was no patient issue. A new box was opened and the procedure was completed without issue.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 metal blade lifted off the bottom jaw. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. Dr (B)(6) was using the device. He is very familiar with its use. The metal blade lifted off the bottom jaw. There was no patient issue. A new box was opened and the procedure was completed without issue.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4)

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 metal blade lifted off the bottom jaw. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. Dr (B)(6) was using the device. He is very familiar with its use. The metal blade lifted off the bottom jaw. There was no patient issue. A new box was opened and the procedure was completed without issue.